Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that on an unknown date there was an unknown endoleak observed and the aneurx stent graft system was explanted. The decision to explant was due to not knowing where the source of the endoleak was coming from and the aaa was expanding. The cause of the endoleak is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Date of event is unknown. (B)(4). Evaluation, results: inherent risk of procedure (endoleak, removal of implant); (unknown cause of event). Conclusion: other (unknown cause of event); known inherent risk of a procedure (endoleak, removal of implant). (B)(4).

Event description:
Additional information was received. It was reported that the reason for explant was due to a rupture from a type ii endoleak. The type ii endoleak had been coil embolized at a previous intervention and did not resolve. There were no stent graft issues.

Manufacturer narrative:
(B)(4). Method, conclusion: anatomy related; type ii endoleak.